Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in aw (air/water)-cylinder, aw-tube and j (jet)-tube. There was no patient involvement.